Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 790 mg/dl. Reportedly, the customer was using fiasp within their pump supplies. Customer administered a bolus via the pump and a manual injection to address the issue. Customer went to the emergency room and high ketones were identified as life threatening by a health care provider (hcp) and the customer was subsequently admitted to the hospital. Customer was treated with intravenous fluids of saline and insulin, resolving the issue. Tandem technical support advised the customer against using off-label insulin. Additionally, while hospitalized, the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off on (B)(6) 2022. The customer's blood glucose (bg) level was 542 mg/dl with high ketones, identified as dangerous by hcp. Reportedly, the customer addressed their bg with manual dose injections as well as a correction bolus via the pump. The customer continued to use the pump for insulin therapy. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s user guide: only use u-100 humalog or novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.